Event description:
A customer contacted baxter's global technical service center to report receiving a check supply line alarm with the homechoice (hc) machine during prime. The technical service representative (tsr) had the homepatient (hp) inspect the supply line and the hp discovered that the supply line spike was not fully inserted. The tsr has the hp push in and turn the supply line spike and the occlusion was resolved. The hc advanced to connect. There was no patient injury or medical intervention indicated at the time of the initial report. No further information was available.

Manufacturer narrative:
(B)(4). Additional information: this complaint for a system error loose was not confirmed due to a lack of sample; however, per the complaint information the most likely cause is that the hp did not fully inserted the supply line spike into bag. The lot number is unknown therefore a batch review was not performed. Label review was performed. On homechoice apd systems patient at-(B)(6) ((B)(6)) issued on (B)(6) 2009 patients are instructed- check all disposable set connections for a secure fit before beginning therapy. This review found the labeling adequate for the potential use error in the complaint. The root cause of the reported problem of loose is currently being investigated through CAPA number, (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.